Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2012 and performed to specification, alongside random manual power ons, up to and including the final history log entry on the (B)(6) 2015. The returned pad-pak was inserted, the device passed a self-test and powered off with no warnings given and a flashing green status led.the device delivered test therapy successfully and delivered a test shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. No fault was found with the returned device. The device performed to specification throughout the history log and during investigation at heartsine. There is no evidence to suggest the device was switching itself on and the reported fault could not be replicated during testing.

Event description:
There was no patient involved in this event. Device switching on automatically.